Event description:
Info received indicates the head section will not stay in the raised position.

Manufacturer narrative:
The technician replaced both head section cylinder springs to repair the bed.